Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to improper handling by the user (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). It could not be determined if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. Missing guide screw: the missing guide screw is most likely attributable to the device being subjected to excessive mechanical force due to an impact or accidental dropping. Deformed sealing ring: the reported issue was most likely caused by wear and tear and wrong handling by the user. Considering the age of the product, the deformation of the sealing ring most likely constitutes signs of wear and tear and is most likely attributable to frequent use and poor maintenance. A damaged sealing ring is very likely to cause the inner sheath to leak. The following is included in the device IFU: "warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." "4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." "Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged." "Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the ceramic tip was broken. It was also noted to have the guide screw missing and the sealing ring damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus the ceramic tip was broken on resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs. The malfunction was found during reprocessing. There was no procedure or patient involvement; therefore, no patient harm associated with this event.